Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen via an implantable pump for intractable spasticity. It was reported that the reason for the call was the hcp stated that the pump was refilled yesterday and after the refill the patient was experiencing some symptoms of itchiness and questionable withdrawal. When they attempted to use the personal therapy manager (ptm) to access a bolus they found the patient was locked out for 13 hours. The hcp stated that the patient could get 1 bolus of 50 mcg each day and the lockout was 23h30m. The agent reviewed that standard lockout was triggered with the pump update at refill. Technical services reviewed programming options to ensure the patient had access to boluses when needed.